Event description:
Pt found to have infected surgical mesh during exploratory laparotomy performed on (B)(6) 2012 (corrected from uf report). Surgical mesh was placed (B)(6) 2009 for hernia repair. Surgeon unable to fully extract infected mesh which caused or contributed to a significant small bowel obstruction.

Manufacturer narrative:
Uf report received from FDA (B)(6) 2012. No uf ref. # several attempts were made to request additional info from uf. Contact was made on 07/27/2012 by phone. Uf contact said the explanted mesh was sent to pathology and he was not aware of any sample that we may be able to obtain. The pt's medical notes and the pathology report were received on 07/30/2012 via email from uf. The notes and report are currently being reviewed by a medical professional. A f/u medwatch will be sent upon the completion of the investigation.